Manufacturer narrative:
Additional information.

Event description:
It was reported that the lead was successfully replaced.

Event description:
During follow-up, diagnostic imaging revealed externalized conductors on the right ventricular (rv) lead. The rv lead was explanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences.